Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 667 mg/dl. Customer had no symptom of high blood glucose. Customer was hospitalized due to high blood glucose. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting and requested for insulin pump to be replaced.